Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental (left) using coolmini applicator on 14-dec-2018, who developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment. Ph was described as an enlarged area of tissue left submental with demarcated border, bulge extends above surrounding tissue where applicator was placed, and skin normal in appearance and texture. On (B)(6) 2019, the patient was assessed by a practitioner who diagnosed the submental (left) with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental (left) using coolmini applicator on (B)(6) 2018, who developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment. Ph was described as an enlarged area of tissue left submental with demarcated border, bulge extends above surrounding tissue where applicator was placed, and skin normal in appearance and texture. On (B)(6) 2019, the patient was assessed by a practitioner who diagnosed the submental (left) with paradoxical hyperplasia (pah/ph).